Manufacturer narrative:
Returned product analysis revealed no abnormalities. The device was measured and the size was confirmed to meet dimensional specifications. The results of this investigation and inconclusive since the implant echocardiograms or medical records were not provided to aga medical for review. Therefore, the cause of the embolization could not be determined with the information received.

Event description:
According to the information received, the defect measured 23mm on echo and measured 29mm on angio. The physician placed a 24mm amplatzer septal occluder (aso) which prolapsed easily during the push/pull maneuver. The physician then placed a 26mm aso which embolized. The following day a 30mm aso was implanted.